Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were low impedances/shorts. 1-620, 2-670, 3-670, 10-620, 11-670, 12-670. There was a loss of stimulation reported. The rep reported they programmed around the affected contacts. Patient reports that she is getting no benefit from her device since it was implanted. She doesn¿t understand why it is not working as well as her trial did. Impedance check revealed possible short on six different contacts. She denies any falls, mva, or other precipitating factors. When attempting to get perception using the affected contacts, device runs in to oor. Rep programmed around the affected contacts, but patient is only getting stim perception in legs. She will try each of the new programs that rep gave her for one week and then follow up with her rep in three weeks. If issues do not resolve, patient may need to consider a lead revision/replacement. The issue is ongoing. The manufacturer r epresentative (rep) indicated they would send any further information as they become aware.